Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy.

Event description:
Event description: ecn event description: after energy delivery in the left pulmonary veins and in the right superior pulmonary vein, the physician was moving the farawave nav catheter towards the right inferior pulmonary vein when resistance with the guidewire was encountered, and then the guidewire became stuck. Troubleshooting protocols for a stuck guidewire were promptly initiated. The catheter was removed from the sheath while aspirating to prevent air introduction. Upon visual inspection of the catheter, a small piece of tissue was found trapped between the guidewire and the catheter. The tissue was manually removed, the guidewire was taken out of the catheter, the catheter was flushed again and a new starter guidewire was opened. Then the physician re-introduced the catheter with the new guidewire into the sheath while aspirating to prevent air introduction, and the procedure was completed successfully without patient complications. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? After energy delivery in the left pulmonary veins and in the right superior pulmonary vein, the physician was moving the farawave nav catheter towards the right inferior pulmonary vein when resistance with the guidewire was encountered, and then the guidewire became stuck. Troubleshooting protocols for a stuck guidewire were promptly initiated. The catheter was removed from the sheath while aspirating to prevent air introduction. Upon visual inspection of the catheter, a small piece of tissue was found trapped between the guidewire and the catheter. The tissue was manually removed, the guidewire was taken out of the catheter, the catheter was flushed again and a new starter guidewire was opened. Then the physician re-introduced the catheter with the new guidewire into the sheath while aspirating to prevent air introduction, and the procedure was completed successfully without patient complications. What is the next course of action? Non-patient present at time of event? Yes, patient complications: no patient complications patient outcome: fully recovered device acquired from a distributor? No. Event date: 2026-5-22.